Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-03929.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay. This report is for patient two (2) of two (2). The customer reported a conflicting result on a directly tested nasal swab with the ID now covid-19 assay. Per the customer, there was no patient harm due to test results. Additionally, there was no delay or impact in treatment due to test results.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1052056 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1052056 and test base part number 190-430 / lot 1052056. The lot met the required release specifications. A review of the complaints reported as conflicting results patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1052056 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.